Manufacturer narrative:
(B)(6).

Event description:
It was reported that while using the arthrowand during a procedure, an error message came on werewolf screen. The machine was shut down and a new wand was tried. The same error message came out and then a fault message "system hardware fault" appeared. A smell of "burning wires" also came from the wand during the case. The wand had to be removed due to its faulty performance during this case. A backup device was available to complete the procedure but there was a surgical delay greater than 30 minutes. There was no patient injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. A system hardware failure is related to the controller and not related to the reported wand. A solution related to this failure is to power off the generator and power back on. Once the generator resets, the system can continue to be used. If a use-limiting wand was used, the wand may no longer work after the generator is reset. If the error persists, then exchange the generator. It is possible that fluid made contact with the wand cable connector and upon connection this caused a hardware failure and burning smell. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.